Event description:
It was reported after an unknown amount of time post vena cava filter deployment in a patient diagnosed with deep vein thrombosis/pulmonary embolism, the filter allegedly tilted and embedded, migrated and perforated the caval wall. The device was not removed and no filter retrieval attempts were performed. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: b6, b7, g4, h6(device: 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and eleven months later, computed tomography angiogram of chest revealed large bilateral pulmonary emboli with enlargement of pulmonary arteries. After two months later, x-ray of abdomen revealed the filter overlaid the right lateral aspect of the l4 to l5 vertebral bodies. After three weeks, magnetic resonance angiography with and without contrast showed the filter tip at the level of the l4 vertebral body. The filter was in near horizontal position with the tip extended outside the lumen of the right lateral aspect of the inferior vena cava. After eleven months, computed tomography of the abdomen and pelvis with contrast revealed the cranial portion of the filter was located at the level of l4 and the legs of the filter appeared to be projected outside the lumen of the inferior vena cava. After one year and five months, computed tomography of the abdomen and pelvis showed the filter was present within the distal portion of the inferior vena cava just above the confluence of the right and left iliac veins and the filter was somewhat angulated to placement. The filter cranial portion remains located at the level of l4 and the legs of the filter projected outside of the lumen of the inferior vena cava. It was well below the level of the renal veins. After two years and six months, the patient presented for filter removal and inferior vena cavogram revealed no inferior vena cava thrombus in or around the indwelling filter. The flush catheter was exchanged for the 12 french sheath through which a snare was used to hook the tip of the filter. A coaxial 9 french sheath was threaded closed the filter however the tip of the filter seems to be extraluminal. Then exchanged the 5 french sheath on the right femoral vein for a 14 french drysol sheath, advanced floppy glide wire and snare it from the jugular access for body flush. This was done with the hope of bring the filter tip intraluminally by push the sheath with its introducer from the jugular access downwards and with the help of body flush wire. This was not successful. Then advanced a laparoscopic grasper through the femoral sheath and able to grasp 1 of the struts of the filter but not to shift it intraluminally. Then decided to stop the procedure. Therefore, the investigation is confirmed for alleged filter tilt, filter migration, perforation of the inferior vena cava (ivc), and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4, h6(device: 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported after some time post vena cava filter deployment in a patient diagnosed with deep vein thrombosis/pulmonary embolism, the filter allegedly tilted and embedded, migrated and perforated the caval wall. The device was not removed and no filter retrieval attempts were performed. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of pulmonary embolus and deep venous thrombosis with noncompliance was scheduled for inferior vena cava (ivc) filter placement. The right femoral vein was accessed and a venogram was performed which demonstrated normal anatomy with a widely patent inferior vena cava and single renal veins. A sheath was placed and the retrievable filter was deployed at the level of l2. The sheath was removed and hemostasis was achieved with manual pressure. There were no reported complications. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged migration, tilted filter, and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: perforation or other acute or chronic damage of the ivc wall. Filter malposition filter tilt movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after an unknown amount of time post vena cava filter deployment in a patient diagnosed with deep vein thrombosis/pulmonary embolism, the filter allegedly tilted and embedded, migrated and perforated the caval wall. The device was not removed and no filter retrieval attempts were performed. There was no reported patient injury.